Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the piezo alarm. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the breath delivery (bd) alarm on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the piezo alarm assembly was returned for failure investigation. A visual inspection of the returned component revealed that the nut was not screwed down all the way. The returned piezo alarm was attached to the test ventilator for analysis. Initial testing failed extended self test (est) breath delivery (bd) audio three times. The connectors were adjusted resulting with the piezo alarm sounding five times. The reported event for the alarm not visible was duplicated however, after adjusting the connectors the piezo alarm sounded. The analysis showed that although the piezo alarm sounded, there may have been an intermittent connection during the time of the event. Without the actual ventilator and/or other components that may have contributed to the complaint a root cause cannot be determined. If information is provided in the future, a supplemental report will be issued.